Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A u.s. Distributor contacted zoll to report that a patient developed a rash under the therapy electrodes and cuts and bruising under the cables and the shoulder straps. A distributor service representative visited the patient and issued a larger garment size. Follow up indicated that the larger garment size and an antibiotic cream prescribed by the doctor improved the area.